Manufacturer narrative:
Concomitant medical products: 5092-52 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a downgrade procedure, it was discovered that a thought-to-be previously abandoned rv (right ventricular) lead was plugged into the atrial port of the device, and that the atrial lead was capped. It was noted that the device had been programmed vvir for many years, and that the patient was in chronic af (atrial fibrillation). It was also reported that there were high thresholds on the chronic rv lead. The chronic rv lead was capped, and the atrial lead remained capped. The previously abandoned rv lead was tested and had better thresholds, so it was utilized with the new device as the active rv lead. No patient complications have been reported as a result of this event.